Event description:
It was reported that during a procedure, the nurse put the bipolar forceps on the surgery table after use and the tip broke.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Results: mechanical shock problem. (Not available in system). The returned device was evaluated. The instrument had excessive abrasion on the blue coating. The tips' teeth were worn out. One tip was broken off and the remaining tip was slightly bent. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.